Event description:
"Caller alleged discrepant results compared with the lab. Patient was having some kind of surgery. Range is 2.0-3.0; usually her inr does not vary much. She has been using it for over a year with no problem. Customer has no heparin, lovenox, antibiotics, dialysis, cancer, anemia, thyroid issues, lupus, autoimmune diseases, or changes in diet/meds.

Manufacturer narrative:
No strips were returned, but meter was returned for investigation on (B)(6) 2010. Investigation pending.